Event description:
It was reported that the user experienced a low blood glucose while walking and running errands, reaching 44 mg/dl, and later treated the event at home with a sandwich and soda; the cause related to the device was not determined and device component details were not available. Symptoms included hypoglycemia without reported physical complaints. Outcomes included an unexpected medical intervention in the form of oral carbohydrate intake. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial